Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer received new and relevant information the device was inspected internally and externally. Evaluation results determined no errors were found. The sd card, pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests. Section h6 updated/corrected.